Event description:
Continuous alarm sounding & a "chugging", sound coming from pt's rm. Pt tapping on bedrail. Ventilator control panel blank. Pt bagged. Ventilator removed & power turned off. Then turned on & powered up properly. Ventilator sent for servicing.